Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer reported receiving an alarm during the manual prime. The drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the call was 275 mg/dl. No further information reported.